Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08856. (B)(4). It was reported that restenosis and chest pain occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, coronary and index procedure were performed. Target lesion #1 was a de novo lesion located in the proximal portion of saphenous vein graft (svg) to distal right coronary artery (rca) with 95% stenosis and was 10mm long with a reference vessel diameter of 4.5mm. Target lesion #1 was treated with direct stent placement using a 4.00mmx16.00mm promus element plus stent, with 0% residual stenosis. Target lesion #2 was a de novo lesion located in the distal portion of svg to distal rca with 90% stenosis and was 10.00mm long with a reference vessel diameter of 4.0mm. Target lesion #2 was treated with direct stent placement using a 3.50x16.00mm promus element plus stent, with 0% residual stenosis. In (B)(6) 2012, the patient was discharged on clopidogrel and aspirin. In (B)(6) 2015, the patient subject was presented due to history of chest pain and was hospitalized on the same day. The subject was referred for cardiac catheterization. Subsequently, patient's coronary angiography revealed widely patent study stents in proximal and distal portion and 95% stenosis in the mid portion of the graft. On the following day, the 95% stenosis located in mid portion of svg to distal rca was treated with direct stent placement using a 3.50x12.00mm promus drug-eluting stent, with 0% residual stenosis. One day post procedure, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, the patient presented with cardiac chest pain and was admitted for further evaluation of the chest pain. The patient was referred for cardiac catheterization. Subsequently, patient's coronary angiography revealed 80% proximal in-stent restenosis (isr) of the previously implanted 4.00x16mm promus element¿ plus study stent and 95% distal isr of the previously implanted 3.5x16mm promus element¿ plus stent with no blockage noted in previously placed stent in mid portion of stent deployed in november. On the same day, the 80% proximal stenosis in saphenous vein graft (svg) to distal right coronary artery (rca) was treated by placing a 3.5x16mm synergy drug-eluting stent with 0% residual stenosis and timi 3 flow. In addition, the 90% distal stenosis located in mid portion in svg to distal rca was treated by placing a 3.5x15mm synergy drug-eluting stent with 0% residual stenosis. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.